Manufacturer narrative:
D10. Concomitant products: unegiatri, unknown egia tri staple (lot unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while using the 60-millimeter reload, after the second shot, the clamp jammed, not al lowing staples to be fired.

Manufacturer narrative:
Additional information: b3, b5, g3, e1 (facility name, street 1, city, country, postal code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, while using the 60-millimeter reload, after the second shot, the clamp jammed, not al lowing staples to be fired. The surgeon removed the device and used a new one.

Event description:
According to the reporter, during a procedure, while using the 60-millimeter reload, after the second shot, the clamp jammed, not al lowing staples to be fired. The surgeon removed the device and used a new handle and reload.

Manufacturer narrative:
Additional information: b5, e1 (first name, last name), e2, e3, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.